Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2015 with the following findings: the pump powered on with normal audible and vibratory features. The audio tone was measured to be within specifications. Unrelated to the initial allegation, the battery compartment was cracked above and below the bumper pad. The display screen had a pinkish contrast. (B)(6).

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no sounds. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.